Manufacturer narrative:
The electrosurgical unit (esu/generator) was checked by the hospital's technical service. They reported that there were no problems with the esu. In addition, no anomalies were found in the device history record (DHR) of the generator. In conclusion, no equipment problem was found that would have caused or contributed to the incident. There are many possible factors involved with this type of issue. Most likely the procedure along with the condition of the patient was a significant factor in the event. Bleeding is a known complication of papillotomy. The disease state of the patient, endoscopic technique, coagulation needs, etc. All played a role in the bleeding and delayed bleed. Nevertheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an incident occurred with the electrosurgical unit (esu/generator). The esu was used with a needle knife manufactured by cook in a papillotomy. No information was provided involving the other accessories or settings used in the procedure. During the papillotomy there was some minor bleeding but it was controlled. However, during the night bleeding reoccurred and another endoscopy was performed to stop the bleeding.